Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI: (B)(4).

Event description:
It was reported that there was a crack in the barrel of a 10 ml bd¿ slip tip syringe, as well as an insecure stopper on the plunger, before use. No reported medical intervention or serious injury.

Manufacturer narrative:
DHR/qn review for batch 6062842 (p/n 304406): manufacturing dates: 3/12/2016 ¿ 3/13/2016. Batch size was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7150644 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. One photo was received by bd (B)(4) and evaluated. The photo depicted a single assembled 10ml syringe. The stopper in the sample was not fully attached to the crown of the plunger rod. This is indicative of miss-assembly during the manufacturing process. No issues related to the defect were recorded during manufacture of this batch which implies the defect was an isolated incident. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Based on the sample evaluation: confirmed: bd (B)(4) was able to confirm the customer's indicated failure. Based on the severity assigned to this complaint and the results of the complaint lot history check, CAPA is not required at this time. Conclusion: the root cause for this incident has been determined to be mis-assembly during the manufacturing process.